Event description:
It was reported to philips the device was not recognizing power input. A philips field service engineer (fse) evaluated the device. The fse confirmed the battery would not charge. The issue was traced to a faulty battery. The fse ordered a replacement battery. The battery is backordered. The heartstart mrx remains with the customer.

Event description:
It was reported to philips the device was not recognizing power input. There was no patient involvement.